Event description:
It was reported that a user with a freestyle libre 3 plus sensor experienced a delayed display of the expected warm-up period after a successful scan, with initial pairing failure and the responsible device not identified; after brief troubleshooting, the warm-up appeared, and the user noted they were in a clinical setting that could have contributed to the delay. Symptoms included no adverse clinical effects or alarms. Outcomes included no changes to therapy and no medical interventions. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the sensor warm-up initiated after environmental or connectivity factors were addressed, with no device malfunction confirmed. It was concluded that the event was consistent with a transient pairing or communication delay without patient harm.